Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient was in for a planned procedure. It was reported that a total arch de-branch was done. The valiant stent grafts were successfully placed and as the physician was ballooning the stent grafts with a reliant balloon when anastomosis on, the proximal aorta tore apart from the aorta. The patient had a severely diseased fragile aorta and everything the physician touched kept tearing. The patient expired.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial trauma/ dissection/ perforation, death); patient's condition affected effectiveness of device (anatomy related; diseased and fragile thoracic aorta); unapproved use of device (stent graft placement); related to another drug/device (reliant balloon); user/device interface. Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; diseased and fragile thoracic aorta); off-label, unapproved or contraindicated use (stent graft placement).